Manufacturer narrative:
(B)(4). Results: (calcified lesion), (physician lost access with guide). Conclusion: (calcification), (physician lost access with guide).

Event description:
The physician was attempting to stent a calcified lesion in the rca with an integrity rapid exchange (rx) bare metal stent. The physician was attempting to go through a previously deployed stent at the proximal side of the lesion but was unable to cross. The physician attempted to pull the undeployed stent back into the guide catheter and lost access. The stent dislodged from the balloon but the physician was able to deploy the dislodged stent. There was no pt injury and no additional clinical sequelae were reported.